Event description:
The patient presented to the clinic where diagnostic imaging was performed and revealed that the right ventricular (rv) lead was dislodged. During the replacement procedure, when the physician attempted to remove the rv lead from the header, it was difficult to insert the stylet into the lead, and as a result it was not possible to retract the helix of the rv. The physician also noted over-sensing due to suspected lead damage on the rv lead during the procedure as a result of the dislodgement. The rv lead was explanted and replaced to resolve the event. Additionally, it was not possible to fixate the new rv lead into the header of the device because the set screw appeared stripped. The physician had difficulties removing the new rv lead from the header as well. The device was also explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The events of failure to remove lead from header, failure to remove set screw from header, and stripped set screw were reported to abbott and confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the atrial and ventricular setscrew contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported events. The setscrew anomaly is consistent with having occurred during the procedure.